Event description:
It was reported that during surgery the liner not locked properly in to the shell. They used another liner that also not locked. They removed reflection shell 54 and used r3 shell 56 and liner. 30 minutes of delay due to this incident. A backup device was available.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.